Event description:
It was reported that 6 bd insyte¿ autoguard¿ bc shielded IV catheters had needle retraction issues. The following information was provided by the initial reporter : the distributor reported that upon insertion when the needle retraction button is depressed the needle does not disengage and this has happened 6 times in 1 box .

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd insyte¿ autoguard¿ bc shielded IV catheters had needle retraction issues. The following information was provided by the initial reporter : the distributor reported that upon insertion when the needle retraction button is depressed the needle does not disengage and this has happened 6 times in 1 box .

Manufacturer narrative:
H.6. Investigation summary : 1. Exec summary - no physical device samples were returned. - no samples (including photos) were returned therefore bd were unable to fully investigate this incident and was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. - a review of the complaint lot history check was performed and this is the 2nd related complaint reported with the defect or condition of needle retraction failure with lot #1355876 . No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. 2. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. 3. DHR review - a lot history review for batch # 1355876 was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.